Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a post operative check two weeks after initial implant, the patient's implantable pulse generator (ipg) presented with non-capture, oversensing and an impedance warning of 9999 ohms. It was confirmed that the device set screw for the right ventricular lead port was not tight. The lead was reinserted and the device set screw was tightened. The device remains in use. No patient complications have been reported as a result of this event.